Manufacturer narrative:
(B)(4). Concomitant medical devices: 00786401000-femoral stem press-fit collarless 12/14 neck taper standard body standard neck offset size 10 106 mm stem length cementless-62637004; 00875200832-liner elevated rim 32 mm i.d. Size gg for use with 48 mm o.d. Size gg shell-64467074; 00877503201-bioloxâ® delta, ceramic femoral head, s, ã¸ 32/-3.5, taper 12/14-3006332. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 02331. Reported event was unable to be confirmed. Medical records were provided for the initial procedure. The patient underwent an initial left tha on (B)(6) 2020 due to oa; no intraoperative complications were noted. Medical records for the revision procedure were not provided. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported the patient underwent a hip revision approximately 3 weeks post implantation due to a periprosthetic fracture. Attempts have been made and additional information on the reported event is unavailable at this time.